Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic bronchofibervideoscope exhibited some debris floating inside the scope. The issue was found during receipt upon unpacking the box. There were no reports of patient involvement.